Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation. The evaluation is based on the event description and on the images provided. The latter has been reviewed by dr. (B)(6), and his impression/conclusion is as follows: the displacement of the proximal component possibly occurred as a result of inadvertent wire guide retraction. Only the floppy tip of the wire guide was exposed beyond the tip of the introducer system. This allowed the second component tip to point into the proximal component. Consequently any superior pressure on the tip would push the proximal component rather than slipping tangentially along it. Fluoroscopic observation during manipulation as recommended in the IFU would have alerted the operator to this before significant displacement occurred. Covering the left subclavian artery ostium was planned and intentional and not a result of component displacement as stated in the complaint report. No imaging of completed aneurysm exclusion is provided. It is presumed this was performed but not provided. Based on the available information and the evaluation described above it is believed, that the advancement difficulties (tip of the introducer catching the stent graft) observed is not related to device performance, but rather to user technique. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician had a patient present with a thoracic aneurysm rupture and performed emergency taa surgery on the patient. He used the consignment stock that was available at the hospital. The first graft was deployed with good position, however it was too short. He decided to use a second graft to add length distally. While advancing the delivery system he felt quite a bit of resistance. He pushed through the resistance, but realised that in doing so he had pushed the existing graft over the arch and covered the left subclavian, left common carotid and partially covered the brachiocephalic artery. He inflated a coda balloon proximal to the graft to try and push the graft back, however this did not work and he ended up putting chimney stents down the arteries and along the thoracic graft. He did admit at the time that it was user error and that he should not have forced the delivery system in the way he did. The cook rep spoke to the radiographer to inquire as to whether he saw the wire come back or noticed anything unusual regarding this case. The radiographer said that he did not pay attention previous to this happening. Patient outcome: the patient required additional devices to be placed to provide flow to the covered arteries. The covering of the arteries contributed to adverse effects to the patient.